Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is over heating, it had an overheating alarm. No patient harm or injury reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the unit with over heating alarm. But the fse was unable to reproduce the over alarm as the customer had stated. Than the fse had further reviewed the logs in which no temperature faults or alarm was recorded.actually there were numerous "iab catheter restriction" alarms within the pasted month. Even the catheter restrictions could have been the contributing factor to compressor for continuously adjusting and causing the over heating of an alarm. Then the fse had further replaced the "scroll compressor" with "filters" and "temperature sensor" for precautionary measures. The fse had also further replaced the pressure tubing due to the plastic fitting discoloring due to the heat from the compressor. Then the unit was functional tested without any further issues or failures. After that the cardiosave iabp services were being completed. Then the safety, calibration and functionality checks for the unit has been done according to the factory specifications. The unit was released to customer and cleared for use. Even no patients were harmed during this procees. The compressor was just replaced in september 2023 due to 5000 hrs replacement requirements. "D146-00-0146"- 9 volt battery was not a part of this complaint. This part is replaced annually as a part of the maintenance requirements. The battery was depleted. There is an involvement of the patient during this incident.the failure analysis and testing dept. Received the following parts associated with this complaint:pn 0119-00-0236 rev. A, sn (B)(6) ,pn 0206-00-0734, pn 0004-00-0093.parts were received with a reported failure of overheating and discoloration on plastic tubing. The fat performed a visual inspection and found pn 0004-00-0093 to have yellow discoloration. Issue confirmed for this part.the fat installed pn 0119-00-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed.the fat installed pn 0206-00-0734 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed